Event description:
It was reported that during an open anterior resection of rectum, the device was locked out and could not be released at the 1st stroke of the 1st firing. The cartridge color was gold. Reinforcement material was not used. The anus side was cut with a competitive device and the device was removed from the patient in clamping the tissue. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to clarify, did the device not fire (not deliver any staples or cut line) and did the device not open when trying to remove from the tissue? If yes, what steps were taken to remove the device? Was there any damage to the tissue? ---the device was removed by cutting the anus side and pull out the device. There was no damage on the tissue.